Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was undersensing during vt/vf episodes. The patient expired after anti-tachycardia pacing (atp) therapy and shocks failed to convert the rhythm.

Manufacturer narrative:
The reported undersensing was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.